Manufacturer narrative:
A partial lead was returned for analysis in two portions. The connector portion measured 9.9 cm while the distal portion was severely stretched and it measured 46.2 cm from the distal tip. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited noise. There were no patient consequences. No further information was reported.

Event description:
New information received stated that the atrial and right ventricular leads were extracted and replaced on (B)(6) 2018. The patient was doing fine.

Event description:
New information received noted that the atrial and right ventricular leads were explanted. No further information was reported.